Event description:
A hysteroscopic endometrial ablation procedure was being done when the fiberglass tip of the outer resectoscope sheath came off in the patient's uterus. The surgeon reported that this patient's cervix anatomy was too small to successfully probe for the loose body and remove it. The decision to do a hysterectomy was made and the surgery was performed shortely after the initial incident.